Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen would gradually turn white and the display would become difficult to view. The lcd display was replaced to resolve the issue. Additionally, the trilogy o2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan, stirring fan, and 43 micron filter were replaced per the customer's request. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.